Manufacturer narrative:
Device 3 of 5.

Event description:
Unomedical reference no.(B)(4). Event occurred in united kingdom. It was reported that patient faced an issue with five infusion set was fell of during use. The infusion set was in use for less than twenty four hours. Patient replaced infusion set and resumed insulin successfully. No further information available.